Event description:
The customer reported that during use of the pressft 2.6 mm w/one #2 hifi suture in a shoulder arthroscopy/slap repair procedure on (B)(6) 2012, the tip of the driver broke just as the surgeon was trying to back out the driver. The surgeon then noticed that the metal tip was sticking out of the glenoid. It was determined that this was the distal tip of the driver. An attempt to remove the tip was not successful and the surgeon elected to leave it in place. Using the end of a knot pusher and a mallet the surgeon was able to bury the broken tip below the cortex. An alternate anchor was also used and the case completed as intended. The (B)(6) male patient was discharged as per normal procedure with no adverse effect noted and no plans of medical or surgical intervention at this time.

Manufacturer narrative:
Conmed linvatec received only the driver for evaluation and confirmed the reported problem. Visual examination of the returned driver found the distal tip was disengaged and missing. This device was manufactured on 02/28/2012. Of the lot containing (B)(4) units, there were no other similar reports received for this item and lot number combination. However, due to similar complaints, an investigation was initiated to determine the root cause and to address the reported failure. The intended use of this device is for the reattachment of soft tissue to bone in orthoscopic shoulder and hip surgical procedures. To prevent the reported problem from recurring and reduce the risk of patient injury the instructions for use (IFU) provided the following: drive the anchor into the pilot hole until the distal depth mark on the driver is just below the surface of the bone or the proximal depth mark is below the surface of the drill guide handle. Using surgical mallet, gently tap the driver until the anchor is seated properly in the pilot hole. Do not use excessive force. Avoid lateral loading when inserting the pressft suture anchor and maintain proper alignment during insertion of the anchor and disengagement of the driver.